Event description:
It was reported that the patient experienced a post-dural puncture headache. The patient was given an epidural blood patch on (B)(6) 2012. Patient outcome was reported as resolved without sequelae on (B)(6) 2012. The device system was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient experienced a cerebrospinal fluid leak.

Manufacturer narrative:
(B)(4).